Manufacturer narrative:
Device out of warranty; no request for manufacturers service. Advised evaluation of cable; no further information available from biomed.

Event description:
The customer reported the ventilator was alarming due to a pressure sensors failure. The customer reported the device was not in use therefore there was no patient involvement or harm. As reported, pressure sensor failures during normal ventilation use may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer check the data acquisition pcb to motor controller pcb board cable. The biomedical engineer has been contacted for further information but no response has been received.